Manufacturer narrative:
Hosp acknowledges that the instrument was sent out for 3rd party repair. This repair company reattached the shaft to the handle and sealed connection with a black epoxy that is cracked and broken; there are also 2 pinholes in the sheath insulation; one 2" from proximal end and 1 larger hole where the paddle meets the end of the shaft. The insulation is breached right at the distal end of the shaft. This is most likely where arcing occurred resulting in burn. Our onsite tech conducted an in-service with the staff and trained them how to look for insulation damage. He learned during this in-service that the staff does not regulary check the instruments for insulation damage; he advised them to examine instruments before every procedure.